Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. According with this investigation, the pictures received are not clear enough to identify the failure experimented by the customer and no sample was received in order to determine the root cause of this issue, however in the report mentions that lid opens spontaneously after it is shut. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following: ¿ after 24 hours, none of the tested lids went open by themselves. ¿ all the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. ¿ all the material met the expected results. Root cause could not be determined.

Event description:
It was reported bd¿ nestable sharps collector will not close. The following information was provided by the initial reporter: "according to the customer's report, the lid is shut but is not remaining shut and is soon open."

Event description:
It was reported bd¿ nestable sharps collector will not close. The following information was provided by the initial reporter: "according to the customer's report, the lid is shut but is not remaining shut and is soon open."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.